Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. During functional evaluation of the device, it was observed that the generator was functioning as it should. The reported allegation could not be confirmed. It is likely that the used handpiece had a problem. The generator received all the required updates and passed full functional and electrical safety testing.

Event description:
It was reported that the generator was not recognizing delivery devices during the convective radiofrequency water vapor thermal therapy procedure. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that the generator was not recognizing delivery devices during the convective radiofrequency water vapor thermal therapy procedure. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.